Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin pump excessively shut off and on. Customer would hit insulin pump for it to turn on. Customer's blood glucose had been in the 200 mg/dl. Troubleshooting could not be performed due to customer not being available with insulin pump. Caller was advised to have customer call for troubleshooting.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms noted during testing.